Event description:
Caller reported that there was a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Customer initially declined a step to load an empty cartridge due to lack of supplies but was able to successfully load a cartridge and resume insulin therapy. Issue was resolved and not active at the time of reporting.